Manufacturer narrative:
(B)(4). Device evaluated by manufacturer: the complaint device was returned for analysis. A visual and tactile examination of the device revealed that the stent was still on the balloon but the stent moved distally on the balloon by 5mm. Visual examination of the balloon revealed a clear impression of where the stent was originally crimped. There was no damage noted to the stent. There were traces of blood on the distal end of the stent. No other issues were noted with the device. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is considered handling damage as the event occurred prior to patient contact. (B)(4).

Event description:
Reportable based on analysis completed (B)(6) 2011. It was reported that during a kissing balloon procedure, a stent balloon device had difficulties entering an introducer sheath. The 7.0x30x75cm express - vascular ld stent balloon expandable was selected and did not enter into the unknown manufacturers 6f introducer sheath. The procedure was completed with a different manufacturers device. No patient complications were reported and the patient's status is fine. This product is only ous approved but it is similar to an approved us device. However, returned device analysis revealed that the stent moved on the balloon.